Event description:
During implantation of an aculoc2 plate, the surgeon had difficulty with one screw that wouldn't insert fully. When trying to remove that screw, the driver tip was moved right and left and then broke in the screw head. Because the screw could not be removed from the plate, the entire plate had to be removed. It was replaced with a new plate. This all resulted in a larger incision and extended anesthesia time.

Manufacturer narrative:
Returned plate and screw assembly was examined under magnification. Significant damage was noted to the top surface of the plate. It appears as though screw removal was attempted by drilling the screw head out. This method was unsuccessful. Damage was also noted to the threads near the head of the screw, just under the bottom plate surface. The damage is consistent with stripping, but it is unclear how this damage occurred, or if it contributed to the failure. No definitive conclusion can be drawn with the available information. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw situation. Additional mdrs associated with this event: MDR 3025141-2015-00023: driver. MDR 3025141-2015-00025: plate.